Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited the due to clogging of forceps elevator wire pipe cover, the forceps elevator does not turn down at all. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the additional failures was traced to component failure indicating expected or random component failure without any design or manufacturing issue. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on acoustic lens, the damage level had reach to the glue-layer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.